Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case and bottom case by l-bracket were cracked. A review of the event history log identified travel reverse error - check clutch/plunger lever and primary audible alarm post. During the functional testing the reported issue of primary alarm was unable to be duplicated. The travel reverse error was duplicated, due to normal wear of the lead screw as the parts were over 5 years old. The root cause of primary audible alarm post could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. The root cause of the travel reverse error was due to normal wear. Replaced lead screw, clutch spring and both clutch halves. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that the pump exhibited an audible alarm post and failed drive train test. No patient injury or involvement was reported.